Manufacturer narrative:
Alleged failure: been having issues with over swelling in the shoulder. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root causes could be: surgeon technique including incision sizes and procedure time, variations in scope or cannula size or condition, software error, or user settings. The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that there was over swelling in the shoulder.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that there was over swelling in the shoulder.